Manufacturer narrative:
Concomitant medical devices: product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
It was reported that patient experienced a sudden return of symptom, sudden loss of stimulation and symptom control. The patient was having bowel accidents. It was verified that stimulation was on and at 0.6 v. The patient denied falls, accidents. The patient wanted to increase stim on call but had intermittent poor communication issues. The patient also reported poor communication with antenna attached to the programmer only. .no outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. The indications for use for this patient were gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available